Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned generator. Tool marks were present on the can of the generator and header. The set screw plug was not cored. Microscopic assessment of the returned set screw showed mechanical wear suggesting that numerous insertion attempts may have occurred. The set screw appears to have been extracted up into the set screw plug. The first thread on the set screw was bare suggesting that the set screw was bottomed out on the negative connector. The set screw socket was not stripped as a bench torque wrench could fit within the socket. No other anomalies were observed that affected functionality.

Event description:
During a revision surgery a septum plug of the m103 generator became dislodged during the troubleshooting. The generator was not implanted in the patient. Another generator was implanted successfully. The generator was received for product analysis on 01/24/2017. A review of the design history record found no anomalies. No other relevant information has been received to date. Manufacturing number 1644487-2017-03104 will discuss the issue identified with the lead during troubleshooting